Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed motor error. The customer¿s blood glucose level was 530 mg/dl at the time of the incident. Patient's current blood glucose is 130 mg/dl. Customer had the first motor error in (B)(6) 2017. She had another one in (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Customer reported they have a back-up plan available. Customer treated high blood glucose by giving bolus with pump. Customer reported they have not contacted their healthcare professional regarding the high blood glucose. Customer reports the drive support cap is loose. They are transitioning from pediatric to adult. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.